Manufacturer narrative:
Reasonable attempts (5x) by phone and (2x) by email were made to the user facility to obtain patient information, treatment settings and patient photographs of the reported event, however; none was received. No treatment settings or patient photographs were provided by the user facility; therefore, a clinical review of treatment settings cannot be performed. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Lumenis is continuing it's investigation. When additional information becomes available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to an unknown anatomical area following hair removal treatment with a lumenis lightsheer duet laser. No report of medical intervention was received other than the initial report.

Manufacturer narrative:
28-feb-2020 lumenis received notice from the FDA that the supplemental MDR for this report had originally been submitted on 07-aug-2017 with an invalid MFR number. This report is being resubmitted to correct that error. Additional manufacturer narrative an examination of the subject device by a lumenis technical expert concluded after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. The technical expert noted that the et handpiece power meter glass was beginning to develop a pit, which was replaced. A quality assurance engineer reviewed the reported event and concluded by noting the following: - a review of the subject device DHR showed that the system had passed all tests and was in accordance with technical specifications prior to the release for sale. - a review of the service report and event did not reveal viable findings to demonstrate equipment failure. - following a review of the provided information it was concluded that misuse of the system parameters is the most likely cause of the event. Additionally, the lumenis quality engineer noted that the power meter glass was beginning to develop a pit - such phenomena in extreme events may interfere with correct hand piece calibration - but in this event no such severe phenomena was observed.